Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error message occurred when the customer attempted to load a new cartridge. The customer¿s blood glucose level was 335 mg/dl. A new cartridge was successfully loaded to address the event. Additionally, it was reported that the customer filled cannula with 0.7 units of insulin instead of 0.3 units. Tandem's technical support educated the customer on how to edit the fill cannula amount.